Event description:
It was reported that they did a replacement of flowonix pump with (B)(6) (due to volume discrepancy) and a flowonix catheter was spliced with suture less connector. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).